Manufacturer narrative:
The device was received for evaluation. During functional testing, an medication delivery error was not reproduced. Flow testing performed for 15 minutes with no error or issue observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an medication volume delivery error during patient infusion at the intensive care unit. The primary medication was sodium chloride 0.9, with a primary IV set, dose: flush bag, flow rate 20ml/hr. The secondary medication was magnesium sulfate with a secondary IV set, volume to be infused (vtbi) 100ml, dose 4mg, flow rate 25ml/hr. The head height of the secondary bag was 13 (inches). The bag went empty with remaining vtbi. The primary infusion over infused with 76ml and 100 as vtbi and 0ml left in the bag. There were no drips seen in the secondary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, flow testing was performed for 15 minutes with no error or issue observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.